Event description:
It was reported that during an unknown laparoscopic procedure that when the device was opened it was very sticky on the shaft. Another device was used to continue the procedure. There were no adverse consequence reported.

Manufacturer narrative:
(B)(4). Date sent 10/8/2024. D4 batch #129d96. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device (b) was received without sterile packaging. Upon visual inspection of the device, what appears to be lubricant was noted in the jaws area. In addition, an ecr45b reload loaded was received. The reload was received partially fired 1/4. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This is known to be a matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The condition of the returned reload partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 129d96, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.